Manufacturer narrative:
B3 unknown. One device was returned for repair in used condition. The reason for return is not related to a past service. Unable to download in the event history logs due alarm message error code1260 on the pump display. The reported problem of corroded motherboard, and error code 1260 was verified by visual testing. Most probable cause was faulty microprocessor unit board. Replaced microprocessor unit board to correct the issue and device passed all functional tests after the repair.

Event description:
It was reported that device has corroded motherboard and error code 1260. There was no patient involvement.